Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged that a cs 006 was emitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/26/2017 with the following findings: the black box shows related call service alarms. The pump alarmed for a call service 006 alarm at start-up. Moisture was observed on the eeprom.